Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Such constant offset in potassium results could be caused by contaminated diluent. It was also determined that the customer's centrifugation parameters were not set up properly.

Event description:
The customer reported that they received questionable results for a total of 35 patient samples tested for ion selective electrode (ise) potassium. A physician had complained about potassiums running high on the c501 analyzer. Of the 35 samples, the customer provided examples from 5 patients and all had erroneous initial results. The first sample initially resulted as 5.15 mmol/l and this value was reported outside of the laboratory. The initial value was questioned by a physician, so the sample was repeated on a second c501 analyzer, resulting as 3.71 mmol/l. The sample was also repeated on a third c501 analyzer, resulting as 3.73 mmol/l. The repeat result was believed to be correct. The second sample initially resulted as 5.74 mmol/l and this value was reported outside of the laboratory. The initial value was questioned by a physician, so the sample was repeated on a second c501 analyzer, resulting as 4.26 mmol/l. The sample was also repeated on a third c501 analyzer, resulting as 4.30 mmol/l. The repeat result was believed to be correct. The third sample initially resulted as 6.3 mmol/l and this value was reported outside of the laboratory. The initial value was questioned by a physician, so the sample was repeated. The repeat result was 4.9 mmol/l. The customer was asked, but did not know which analyzer was used to repeat the sample. The repeat result was believed to be correct. The fourth sample initially resulted as 5.5 mmol/l and this value was reported outside of the laboratory. The initial value was questioned by a physician, so the sample was repeated. The repeat result was 4.1 mmol/l. The customer was asked, but did not know which analyzer was used to repeat the sample. The repeat result was believed to be correct. The fifth sample initially resulted as 6.2 mmol/l and this value was reported outside of the laboratory. The initial value was questioned by a physician, so the sample was repeated. The repeat result was 4.7 mmol/l. The customer was asked, but did not know which analyzer was used to repeat the sample. The repeat result was believed to be correct. The patients were not adversely affected by the event. Patients 3, 4, and 5 received medication to decrease potassium based on the initial results. These patients were not adversely affected by treatment. The c501 analyzer serial number was (B)(4). The customer tried running quality controls after the issue occurred and the controls recovered high. The field service representative determined that the ise diluent bottle was contaminated. He checked the analyzer for any obvious fluidic or mechanical issues, none were found. He performed an ise comparison with an adjacent c501 analyzer and found elevated ise potassium results. He determined that the in-use bottle of diluent was contaminated. He discarded the in-use bottle of diluent and performed an ise calibration with acceptable results. Quality controls were within range and patient precision and comparison with the adjacent c501 analyzer was within specifications.